Event description:
The tps micro driver was returned for service. Upon evaluation at the manufacturer, it was discovered to run in safety mode. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The reported event, device runs in safe mode, was duplicated. Upon disassembly, the service technician found corrosion.

Event description:
The tps micro driver was returned for service. Upon evaluation at the manufacturer, it was discovered to run in safety mode. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.